Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4). Manufacturing site evaluation: samples received: 1 open cassette.. Analysis and results: there are no previous complaints of the same reference-batch. There are no units in stock. Thread in the cassette received breaks easily due to cassette is already opened and thread is degraded. Thread degrades by hydrolysis because of air humidity, therefore it must be used within 4 months once opened. Date of cassette's opening must be written as it is indicated on cassette label. Opening's date is not written in the cassette received, so we can not carry out any analysis in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: on the cassette label you have the next indication: "once opened, the content of the cassette should be used within 4 months and prior to expiration date". Final conclusion: complaint is not justified. In spite of receiving the defective cassette, without an opening date written, not in a position of studying if the affected product does not fulfil the specifications. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The suture has snapped and thread broke inside the cassette.